Manufacturer narrative:
The reported event of radio frequency telemetry anomaly could not be confirmed in the laboratory. Final analysis found both inductive and radio frequency telemetry were able to be established during analysis. The device was tested on the bench, and no anomalies were found.

Manufacturer narrative:
The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior the pulse generator implant procedure, a radio frequency (rf) telemetry anomaly was discovered on the implantable cardioverter defibrillator. During device preparation, the device was interrogated using a merlin programmer and exhibited a wireless communication issue. The device was then paired to a merlin at home transmitter for additional testing. The device successfully paired but the data could not be retrieved using the transmitter. It was determined that the implantable cardioverter defibrillator had a wireless telemetry anomaly and was not used for the implant procedure.